Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced illuminator for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the part is returned post failure analysis evaluation or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the system displayed a recoverable error code 48241. The user received assistance via phone support from an isi technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of a recoverable error code 48241 indicating that the illuminator fan was not running. The user was instructed to troubleshoot by disconnecting the communication cable between the dual camera ccu (doco) and the illuminator, and perform a system power cycle; however, the issue persisted. Following this, an external illuminator was used to continue the procedure. Isi followed up and obtained additional information from isj safety control team stating that the initial system inspection found no issue. The system was in use for approximately a few minutes before observing the error fault. The user does not have a backup illuminator available, thus an external illuminator was used to complete the procedure. An isi field service engineer (fse) was dispatched to the customer site to conduct further investigation. The reported complaint was reproduced during field evaluation. The illuminator did not power on and the system displayed recoverable error code 48241 and 48245 during testing indicting a faulty illuminator. After replacement of this part, the system was further tested, operated without error and verified as ready for use. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis of the illuminator with an in-house system reproduced the reported issue. The illuminator failed to power on and the system displayed a recoverable error code 48241 during testing.

Event description:
Refer to h10/h11 for follow-up information.